Manufacturer narrative:
Additional manufacturer narrative: the device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information a patient with a 23mm 3300tfx aortic valve implanted eight (8) years, five (5) months, underwent attempted valve-in-valve procedure due to severe symptomatic aortic stenosis. Patient presented with nyha class 2-3 dyspnea on exertion. As the medical team attempted to cross bioprosthetic surgical valve, the patient's pressure dropped and they started CPR and converted to impella, then ECMO. Per records received stated procedure was cancelled after patient coded and had CPR and coronaries showed lmt occlusion and chronic rca occlusion, that required CPR x 2 and coronary stenting and inotropic support with impella placement. They tried stenting coronaries with no success, elected to abort tavr and put in impella, then converted to ECMO. This was salvage pci during active CPR in a patient in shock/arrest. Patient was made comfort care per family request and patient expired on post-operative day one (1). Per physician, the 3300tfx did not cause or contribute to the patient's death.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Svd, a common reason for bioprosthesis explant or reoperation, encompasses multiple failure modes, including calcific and non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The cause of the event was most likely due to patient factors and progression of underlying valvular disease.